Event description:
During a total lap hysterectomy procedure, the generator indicated, after approximately two hours, instrument error. All appropiate troubleshooting steps were performed, but had to open a replacement shear. There was no reported consequence.